Manufacturer narrative:
The device was received and evaluated and found the cannula assembly fully deployed. Two kinks were found in the exposed portion of the soft cannula, and fluid leaked out of one kink. It could not be determined when this damage occurred and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. An alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to 22 mmol/l (396 mg/dl). The patient treated the hyperglycemia with an insulin pen. The pod was worn on the abdomen.